Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump has been moving slow and was slow to respond but still delivering insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: review of the black box data did not reveal any activity outside of normal use. The returned battery cap was intact, without damage and able to fit securely to pump. On investigation, the pump powered on normally and ez-prime steps were successfully completed. All electrical current readings were within specification. The pump was exercised for 24 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.